Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of the colleague infusion pump with failure code 814:01 was confirmed. The assignable cause was a faulty pumphead module. The pumphead module has been replaced to correct the condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92.

Event description:
Baxter field service technician serviced a colleague infusion pump for another report onsite. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that failure code 814:01 occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is currently unknown for this device.